Manufacturer narrative:
Additional manufacturer narrative: updated (expiration date) and device manufacture date (manufacturing date). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Evaluation summary: the report of thickened prosthetic cusps and high gradients was visually confirmed due to calcification and stenosis. The x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Extrinsic calcification nodules were observed on the outflow aspect of leaflets 2 and 3, and on the inflow aspect of leaflets 1 and 2. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was heavy at the inflow and minimal at the outflow aspect. Calcification and host tissue caused the leaflets to appear thickened and restricted leaflet mobility which led to stenosis. Stenosis likely contributed to the report of "high gradients." The wireform was exposed on commissures 1 and 3, and the sewing ring was cut near commissure 1. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It was determined that this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, cusp thickening was indicated which was likely contributing to the patient's high gradients. The reported event cannot be confirmed since the device has not been returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) could not be reviewed as the device serial number is unknown. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 25mm perimount valve, implanted for 7 years and 10 months, was explanted due to thickened prosthetic cusps and high gradients. The patient was (B)(6) at the initial time of the implantation and indication for surgery was aortic insufficiency likely due to endocarditis. At the time of the reported event, the patient presented with symptoms 6 months ago and prosthesis failure was confirmed (trans prosthetic mean gradient 38 mmhg, max 60; pap 30mmhg; thickened prosthetic cusps). Redo-avr was performed. The patient was hospitalized in stable condition.